Event description:
The pt was positioned and then an exposure was taken. During the exposure, the pt felt a shock below her left breast and on the right side of her face. She also saw flash of white light which she believes to have been an arc of electricity. The pt suffered a headache and a 4-5 inch x 1/8 inch burn below her left breast.